Event description:
It was reported that approximately two years post a port placement via an approach from the subclavian vein, a crack in the catheter was allegedly identified. It was further reported that the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed on the returned device. A compound break was noted approximately 7.3cm from the distal end of the cath-lock. The edges of the partial compound break were noted to be uneven and the surface was noted to be round and smooth on both regions. Infusion and aspiration were attempted but was unsuccessful. The port septum only blew up in each attempt. Therefore the investigation is confirmed for the reported fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that approximately two years post a port placement via an approach from the subclavian vein, a crack in the catheter was allegedly identified. It was further reported that the catheter was removed and replaced. There was no reported patient injury.